Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation of the reported difficulty of balloon rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other 2 armada devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that during a procedure of the heavily calcified superficial femoral artery (sfa), three different armada 18 balloon dilatation catheters (bdc) were used; each ruptured during the first inflation at nominal pressure. The procedure was completed using a different bdc without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.